Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the battery loses power faster than normal. Reportedly, there was no delay in surgery and there was no spare device available. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A service history review was completed: during the previous 6 months, the item was returned on (B)(4) 2014 due to battery defect. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows that the previous service condition from (B)(4) 2014 is relevant to the current complaint issue. The service technician noted the following action taken replacement, exchange. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure se_037288. Device defect. Replacement offer. During the pre-repair diagnostic assessment the service technician identified the following failure: worn- out. The root cause of the event was determined to be normal wear. The device was discarded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.